Manufacturer narrative:
Imaging revealed that the electrode is in the eustachian tube. The recipient is reportedly in a depressive and anxious state. Revision surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not pursue revision surgery at this time. The recipient will remain a non user of the device due to lack of sound perception. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing electrode migration due to atypical anatomy. The recipient is presenting with poor performance. Programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.